Event description:
Hart, m.g., posa, m., buttery, p.c., morris, r.c. Increased variance in second electrode accuracy during deep brain stimulation and its relationship to pneumocephalus, brain shift, and clinical outcomes: a retrospective cohort study. Brain and spine. 2022. 2 (100893) issn 2772-5294. Https://doi.org/10.1016/j.bas.2022.100893. Introduction: accurate placement of deep brain stimulation electrodes within the intended target is believed to be a key variable related to outcomes. However, methods to verify electrode location are not universally established. Reportable events: 9 (12%) outliers but only 3 (4%) electrodes with 2mm from the intended target. Accuracy was worse for the second electrode implanted and in the gpi but was not affected by pneumocephalus or brain shift.

Manufacturer narrative:
A2) patient age is the mean value of patients in the study. A3) patient gender is the majority value of patient in the study. A4) patient weight not available from the site. B3) event date is the online publishing date of the literature article. D4) device lot number, or serial number, unavailable. H3,h6) no parts have been received by the manufacturer for evaluation. H4) device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.